Event description:
Reporter stated that the customer reported 2 incidents in which the tubing was pierced and an unknown solution leaked into the bed sheets during epidural infusion. It was reported that in both incidents, the nurse noted leaking immediately when epidural was started. It was confirmed that there was no pt injury.